Manufacturer narrative:
Additional, changed, and/or corrected data: d9

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure non penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the left side.